Manufacturer narrative:
The complaint of damaged extension tubing was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation, which showed a 20g nexiva IV catheter with evidence of use. A portion of the IV catheter was covered in the dressing that was used to secure it. The exposed section of the extension tubing exhibited evidence that it had ballooned or expanded from its original shape. Liquid was visible in the tubing, but no leaks were identified. The damage likely occurred during use; however, the root cause could not be verified from the photographs. This type of damage can occur if the catheter is kinked, obstructed, or pressurized beyond the pressure limit. The instructions for use (IFU) indicate to avoid kinking or obstructing catheter during power injection. In the event of an occlusion, power injector pressure-limiting features may not prevent catheter failure. The IFU also indicates that the 22-18 ga (0.9-1.3 mm) devices are suitable for use with power injectors set to a maximum pressure of 300 psi (2068 kpa) when access ports not suitable for use with power injectors are removed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We had a tubing malfunction or ¿looks like a collapse¿ in the tubing during imaging process.